Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2016 with the following findings: a review of the pump¿s black box revealed unexplained pump reboots. The battery compartment was found to be cracked. The returned battery cap had stripped threads and was unable to fully attach to the pump. The pump reboots was duplicated with the returned battery cap. A new test battery cap was able to attach to the pump and was used to complete a 24 hour duration test. There was no power interruptions duplicated during this time. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging an intermittent power issue. The battery compartment was found to be cracked and the customer was unable to tighten the battery cap. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.